Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there was an episode of inappropriate automated mode switch and a noise reversion episode noted on the device due to noise on the right atrial (ra) channel. Technical support was contacted and concluded that the noise was most likely due to electromagnetic interference (emi). Reprogramming recommendations were given, and reprogramming is anticipated to resolve the event. The patient was stable with no consequences.